Event description:
It was reported that post follow-up with pt revealed infection with dehisence. Physician cut suture with medicated ointment. The device remained in the pt. The pt's condition is reported as fine.